Manufacturer narrative:
Evaluation was not possible, as the device will not be returned. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. After the evaluation the root cause for the reported issue could not be determined. No further investigation is warranted at this time. (B)(4).

Event description:
During an ankle arthroscopy, it was reported that the ankle distraction clamp is losing grip. The case was successfully completed with a back-up device and the patient's ankle repositioned. The patient was reported to be okay and no injuries or complications were noted.